Event description:
Reference MDR #1219856-2012-00100 for the first event involving the same patient. It was reported that while in the coronarography unit a new intra-aortic balloon (iac) was inserted through the teflon sheath via femoral (same insertion site) with no issues. At the time of purge the pump alarmed "purge failure" and the iab was unable to be used. As a result, the iab and sheath were removed as one unit successfully. The patient was transferred to another hospital successfully. At that time, it was decided to use other cardiac assistance ECMO (extra-corpeal membrane oxygenation); cec (circulation extra-corporelle). There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy with no harm to the patient noted. The patient outcome is fine. It was noted that the pump used was the iap-0500-f, serial #(B)(4).

Manufacturer narrative:
Manufacturer control no (B)(4). Follow-up report will be filed if additional information becomes available.